Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with stuck motor alarm loop during bolus delivery. Unable to perform the occlusion and excessive no delivery tests due to motor error alarms. Unit passed the rewind, basic occlusion, prime, and displacement tests. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that was not detected during our testing.

Event description:
The customer reported being hospitalized while vacationing overseas due to low blood glucose of 20mg/dl. The customer stated that her glucose dropped because she gave herself too much insulin through a manual injection. The caller also stated that the insulin pump alarmed motor error several times. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.